Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd swab alcohol 100 bx 1200 spain the label information was illegible. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: material damaged. The batch and expiration code is not readable in the shelfpack, it does not have all the numbers printed.

Event description:
It was reported while using bd swab alcohol 100 bx 1200 spain the label information was illegible. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: material damaged. The batch and expiration code is not readable in the shelfpack, it does not have all the numbers printed.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Several photos of the alcohol swab 100 box shelf cartons were provided. The customer reported the batch and expiration code are not readable in the shelfpack, it does not have all the numbers printed. The images were examined, and it was observed that the printed lot number, manufacturing date, and expiration date is partially visible making the package printing unclear and the details difficult to read. A review of the device history record was completed for batch# 2094439. All inspections were performed per the applicable operations qc specifications. Based on the image received, embecta was able to confirm the customer¿s indicated failure of package printing defect (not readable). There were no quality notifications or dispatches that pertained to this complaint; therefore, no root cause can be determined. H3 other text : see h10.